Manufacturer narrative:
There was no issue with control recovery and no other samples were affected at this time. The customer indicated that this issue re-occurs every few weeks. The customer did not retain the sample for further investigation. The customer has been requested to retain any further samples which demonstrate atypical lipase values for investigation. A copy of hard drive data was requested for investigation. The sampling order and contamination parameters have been changed by the laboratory. Since these changes were implemented no more atypical lipase values have been obtained.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high lipase result of 461.0 u/l generated by (B)(4) chemistry analyzer. The reaction monitor for the instrument displayed a non-typical curve. The result was not reported out of the laboratory. Subsequent testing on an alternate instrument produced a lower result of 67.45 u/l and the reaction monitor displayed a typical curve. There was no effect to patient treatment.